Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was no longer able to hear. The external equipment was checked and exchanged, but the patient was still not able to hear. Testing confirmed that the device has malfunctioned.